Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturer's representative that during a procedure a lead was severed. The health care professional was cutting the suture that was securing the battery pocket when the lead was inadvertently cut in the battery pocket. As a result, the lead was completely explanted and replaced. The replacement lead tested satisfactory. The consumer had excellent stimulation in the operating room and post-operation. There were no patient symptoms reported with this event and the indication for use was spinal pain. The issue was reported to be resolved at the time of the report. Should additional information be received, a follow up report will be sent out.